Manufacturer narrative:
Note, selected date of incident is paper publication; actual event date is unknown. The associated device was not returned for evaluation but the images provided were reviewed and could not confirm the alleged fault. A relationship, if any, between the device and the reported incidents could not be corroborated. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but are not limited to traumatic injury, excessive forces applied to implant or abnormal loading of the limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. ¿

Manufacturer narrative:
(B)(4). Postal code bn2 5be. Mittal a , poole w, crone d. (2021). Interprosthetic femoral fractures managed with modern distal femoral locking plates: 10 years¿ experience at a UK major trauma centre. Doi: doi.org/10.1016/j.injury.2021.04.014.

Event description:
On the literature article named "interprosthetic femoral fractures managed with modern distal femoral locking plates: 10 years¿ experience at a UK major trauma centre", the authors of the study reported that, while using a 16-hole peri-loc plate, 1 patient with interprosthetic femur fracture had a plate breakage at the level of the fracture for a second time, resulting in a nonunion of the fracture for a third time. Therefore, revision surgery was performed using a 160 mm x 9 mm retrograde / antegrade femoral nail (rafn, synthes, west chester, pennsylvania) placed through the atr (retrograde mode) and nailed with a va condylar plate. 14 holes for a rigid construction. Finally, the union was achieved on month 6.